Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: patient #(B)(6) (j.k) index surgery was performed on (B)(6) 2020. A revision surgery was performed on (B)(6) 2022 due to implant breakage. The reporter had indicated in the revision case report that the breakage was caused by patient's heavy exercises with weights. The design of the mid-c system is aiming to take mainly axial forces, resulting from the load generated by the distraction of the curve and the relevant body weight.  The device was tested in an axial direction (see dms#2896 rev a) and was found to be able to hold 700n load for 10 million cycles of axial load. The company investigation indicated that implant breakage can result from trauma, practicing severe sports, development of hyper-kyphosis, inserting the pedicle screws in a wrong trajectory, not working according to the surgical technique, and most commonly from the implant reaching its end of the way. Breakages were evident in 3 main regions, the implant base, the main rod, and the rod's connection to the poly-axial joint. The most common point of failure was the implant rod in implants reaching their maximal elongation. Per IFU (warnings and  precautions) "patients implanted with the mid-c system should not participate in contact or severe sports such as weightlifting, tumbling, gymnastics, rowing, or other high-risk activities." The company already implemented corrective action with the following: eco-46 - a trial tool was added to the surgical tools to aid the surgeon in detecting if access tissue remains below the implant. In march 2020, the topic of practicing severe sports was added to the mid-c ous training presentation. A precaution about severe sports was included in the IFU. The company has also implemented an eco-8493 and eco-8494 to increase pole base overlap in the mid-c 115 and 105. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of broken rod has been assessed and found to be acceptable the current implant breakage rate due to any reason is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report). The risk has been quantified, characterized, and documented as acceptable within a full risk assessment. Apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure.

Event description:
Patient #(B)(6) index procedure was performed on (B)(6) 2020. On (B)(6) 2022 apifix was made aware that patient #(B)(6) was scheduled for a revision surgery on (B)(6) 2022 due to implant breakage. It was further reported that the breakage was "caused by (patient) heavy exercise with weights.